Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results on (B)(6) 2015, with two different meters, within 10 minutes: 65 mg/dl (aviva, system 1) and 117 mg/dl (aviva nano, system 2), 80 mg/dl (aviva, system 1) and 147 mg/dl(aviva nano, system 2), and 87 mg/dl (aviva, system 1) and 49 mg/dl (aviva nano, system 2), and then on (B)(6) 2015, 111 mg/dl (aviva, system 1) and 212 mg/dl (aviva nano, system 2). The same vial of strips were used for all tests. No death or serious injury reported. Requested return of suspect device and replacement was sent.